Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from ireland, edwards received notification of pascal procedure in mitral position. During the procedure, a single leaflet device attachment (slda) occurred with the second device implanted. Patient was intubated on itu and had pneumonia. First device was implanted in a2-p2 position. Second device was implanted lateral to a2-p2 position. An slda occurred with the second device implanted. To stabilize this, a third device was tried to be implanted, but unable to achieve close enough position without interacting with the second device. Multiple positions were tried, however, interaction with second device occurred multiple times and grasped/closed several times but no stabilization was achieved. The device was bailed out before the devices became entangled and unable to retrieve. The initial mitral regurgitation (mr) grade was severe(4), it was moderate after the slda happened, and remained moderate post-procedure. Patient was stable but planned for surgical mitral replacement due to proper reduction in regurgitation not achieved. As per medical opinion, the perceived the root cause of the event was chordal interaction when grasping anterior leaflet.